Event description:
It was reported that 5 vari-stim devices went bad during a case. There was no report of patient injury. Multiple attempts for additional information were made but no information has been received.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(6). (B)(4). The devices were not returned for evaluation. Concomitant medical products: vari-stim iii: ID#8562010, lot#0208723748, MFR date: 09/2014. Vari-stim iii: ID#8562010, lot#0208476277, MFR date: 06/2014. Vari-stim iii: ID#8562010, lot#0207686450, MFR date: 11/2013. Vari-stim iii: ID#8562010, lot#0207007937, MFR date: 05/2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.